Event description:
It was reported that the patient's ipg was difficult to charge and was unable to be charged beyond two bars due to ipg migration. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well post-operatively. The explanted ipg was discarded by the medical facility.